Event description:
After pt intubation an attempt to verify proper ventilation via easy cap device was done. The first easy cap fell apart which removed from the package. The 2nd easy cap device had a crack in the plastic, which disallowed efficient ventilation. There was no pt event as a result of this product failure.